Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver fentanyl (1200 mcg/ml at 585.4 mcg/day). The indication for use was other chronic/intract pain (trunk/limbs) and spinal pain. On (B)(6) 2016 it was reported that there had been volume discrepancies that had gradually gotten larger since implant in 2013. The most recent discrepancy occurred on (B)(6) 2016, the actual volume was 8 ml and expected volume was 3.6 ml. The patient had not started any new activities that might cause positional kinking of the catheter; it was noted that the patient did in home physical therapy every morning. The patient reported experiencing pain; it was noted that the patient always has pain and their condition is deteriorating so they cannot equate a certain increase in pain to the volume discrepancies. Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The hcp reported that the patient's increased pain was related to the volume discrepancies. The pump was not moving medication as indicated; the residual volume is more than calculated. It was noted that the cause of the discrepancies had not been determined and no actions/intervention had been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.